Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. The following defects were identified and actions taken with the device upon evaluation. Objective damaged, replaced. Distal end defective and tip damaged, replaced. Shaft bent, replaced. Body damaged, replaced. Optics damaged, replaced. Foggy image. The device was cleaned, tested and found to be fully functional. User mishandling is one possible root cause for the damage to various parts of the device. The damage to the parts would have caused the device to display the foggy image. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) during an unknown procedure, it was observed that the hd arthroscope, 4.0mm, 30 deg, 175mm: compatible with storz style did not work. According to the report, the device had a spot and a scratch on the optics. During in-house engineering evaluation, it was determined that the optics on the device were damaged that it displayed a foggy image. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.